Event description:
It was reported that an error code 7 was received during an unknown procedure. This occurred as soon as the hand activation button on the front of the generator was pushed. The case was completed with another handpiece. No patient consequence was reported.